Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
A device was returned to a third- party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third- party service center visually inspected the device and found evidence of foam degradation. During evaluation it was noted that the "dent didn't criteria". The power source and top and bottom enclosure were replaced during evaluation. The device operating software was upgraded. The device passed a final test.